Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-13999mf batch 15216887 was received for evaluation. Upon visual inspection, it was observed that the top jaw was not fully closing, and there were typical signs of wear. The device's handle was pulled, and after a click was heard, it was noted that the jaw closed completely. The reported failure is related to an internal manufacturing issue addressed on ncr-28217.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion made a loud pop. This occurred during an arthroscopic shoulder, rotator cuff repair, manipulation, biceps tenodesis, and subacromial decompression. The md was trying to insert the device through the trocar, and there was a loud pop. Upon removal of the device, the md noted that the jaws would not close anymore. The scorpion needle was completely intact and removed from the patient and the device, so the patient was not affected. They had one spare peel pack that was used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-13999mf batch 15216887 was received for evaluation. Upon visual inspection, it was observed that the top jaw was not fully closing, and there were typical signs of wear. The device's handle was pulled, and after a click was heard, it was noted that the jaw closed completely. The reported failure is related to an internal manufacturing issue addressed on ncr-28217.